Event description:
It was reported that during a lap low anterior resection, the firing force was higher than expected but the device could be fired somehow. Then, it was found the target tissue of the 270-degree range was not stapled after the firing though the 90-degree range was stapled properly. All staples were b-formed shape. Additional suture was performed by hand suture and a covering stoma was created to complete the case. At first, a low anterior resection had been planned, but changed to super low anterior resection, so there might have been a tension at the firing. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: additional information received: what is the patients current condition? No problem. What confirmation did the surgeon receive that the anvil was firmly attached? No. Information. Were any of the forces higher or lower than expected (closing, firing, or opening)? The firing force was higher than expected. Who fired the device? Assistant or the surgeon? Surgeon. User experience with the device? No information. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? No information. Were any of the forces higher or lower than expected (closing, firing, or opening)? The firing force was higher than expected. Was there any difficulty removing the device from the tissue? No information. If yes, how many counter-clockwise revolutions were used to open the device? Na.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.